Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing involved no disposable alarm testing and found that the device duplicated the reported issue. A defective downstream occlusion sensor was replaced. The cause of the reported problem was listed as unknown. A manufacturing DHR review was not performed because the device is over two years old, and the failure is unlikely a problem with the manufacture of the device. The pump has not been in for service prior to this time.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a constant reattached set alarm during testing. There was no patient, or clinician injury associated with this event.